Event description:
The patient reported that a while ago, he had a "diagnostic" and it was determined that he had scar tissue that was cutting off the medication; it was fixed. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.